Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of pelvic pain ('pelvic pain') in a 53-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and stress urinary incontinence ("stress urinary leakage"). The patient was treated with surgery (essure removal via laparoscopic bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown. The reporter considered pelvic pain and stress urinary incontinence to be related to essure (ess205). The reporter commented: insertion of essure in 2006. The female patient has almost permanent pelvic pain which has been present for several years. She has no other symptoms apart from stress urinary leakage. Decision to remove the essure following... Essure removal for medical reasons (medically necessary) due to undesirable event specified as pelvic pain considered related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist, and describes the occurrence of pelvic pain ('pelvic pain'). In a 53-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included: hashimoto's disease. On 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and stress urinary incontinence ("stress urinary leakage"). The patient was treated with surgery (essure removal via laparoscopic bilateral coronectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown. The reporter considered pelvic pain and stress urinary incontinence to be related to essure (ess205). The reporter commented: insertion of essure in 2006. The female patient has almost permanent pelvic pain, which has been present for several years. She has no other symptoms apart from stress urinary leakage. Decision to remove the essure following. Essure removal for medical reasons (medically necessary), due to undesirable. Event specified, as pelvic pain considered related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 21.6 kg/sqm. Quality safety evaluation of ptc: the investigation of the sample could not confirm, any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. Most recent follow-up information incorporated above includes: on 24-jan-2022, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6)-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and stress urinary incontinence ("stress urinary leakage"). The patient was treated with surgery (essure removal via laparoscopic bilateral cornuectomy). Essure (ess205) was removed on (B)(6) 2021. At the time of the report, the pelvic pain and stress urinary incontinence outcome was unknown. The reporter considered pelvic pain and stress urinary incontinence to be related to essure (ess205). The reporter commented: insertion of essure in 2006. The female patient has almost permanent pelvic pain which has been present for several years. She has no other symptoms apart from stress urinary leakage. Decision to remove the essure following... Essure removal for medical reasons (medically necessary) due to undesirable event specified as pelvic pain considered related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.6 kg/sqm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.